Event description:
It was reported from the pediatric intensive care unit (picu) that the alaris device shut off while plugged into the wall during epinephrine and norepinephrine infusions. The patient coded immediately after the infusions stopped and was coded for an hour. The patient ended up with a liver laceration and was sent to CT for concern of acute intracranial hemorrhage. The patient required eeg monitoring and exploratory laparoscopy for the liver laceration. The patient was already in the picu, however the patient's level of care was escalated.

Manufacturer narrative:
Additional information provided: d.11. The customer¿s report of a unit shutting off during an infusion of epinephrine and norepinephrine, while plugged into the wall was not confirmed pcu event log. Review of the pcu error log found no errors during the time period of the reported event. A ¿battery discharged¿ event was recorded in the log at 11:49 pm on (B)(6) 2020, however the system did not shutdown and instead the 4 device that were infusing were paused and then the user shutdown and powered off the system. The system did not alarm for either battery low (lb1) or battery very low (lb2). There were 4 devices infusing at the time of the battery discharge. Pump module s/n (B)(6) was in use and infusing epinephrine (drugid 157) at a rate of 5.6ml/hr. Pump module s/n (B)(6) was in use and infusing norepinephrine (drugid 344) at a rate of 1.1ml/hr. Pump module s/n (B)(6) was in use and infusing a basic infusion at 65ml/hr. Pump module s/n (B)(6) was in use and infusing sufentanil (drugid 433 at a rate of 250ml/hr. Review of the battery log shows the pcu battery log has a date range of (B)(6) 2018 to (B)(6) 2020 (633 days). The log shows the battery was conditioned, however it was conditioned on (B)(6) 2018, at just over 4 months. A battery discharge event (lb3) was observed in the pcu event log at 11:49 pm on (B)(6) 2020 with a battery capacity of 676mah which is a low capacity value for the battery. The battery log date range was 633 days and is believed to be the original installed battery. Battery usage age is 2 years or 730 days. The root cause of the reported unit shutting off during an infusion of epinephrine and norepinephrine appears to be due to a poorly maintained battery as well as a battery that has just about reached the end of its useful life. No device was returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Additional patient information: admission diagnosis: severe cardiogenic shock and gi bleed; pmh: medullablastoma. No devices received, log review only.

Event description:
It was reported from the pediatric intensive care unit (picu) that the alaris device shut off while plugged into the wall during epinephrine and norepinephrine infusions. The patient coded immediately after the infusions stopped and was coded for an hour. The patient ended up with a liver laceration and was sent to CT for concern of acute intracranial hemorrhage. The patient required eeg monitoring and exploratory laparoscopy for the liver laceration. The patient was already in the picu, however the patient's level of care was escalated.